Manufacturer narrative:
This event is from the following literature article: góes a, jeha1 s, franco r. Hybrid treatment of arteriovenous fistula between popliteal vessels. J vasc bras. 2014 oct.-dec.; 13(4):325-329. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.

Event description:
In a literature article, the authors describe treatment of a patient who presented an arteriovenous fistula between the popliteal vessels more than 20 years after a gunshot wound. The patient underwent endovascular treatment using a gore® viabahn® endoprosthesis but, because of the large disparity in popliteal artery diameters proximal and distal of the fistula, the endovascular treatment was unsuccessful. It was stated there was an endoleak at the proximal end of the stent graft where the diameter was too small for the artery. The superficial femoral artery was then banded around the stent graft that was deployed previously. This technique allowed an open surgical approach to be performed away from the fistula site, reducing the risks of operating in a region with anatomic distortions and significant enlargement of the surrounding venous structures.